Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. During procedure, the right atrial lead could not be fixed when placed into the right atrium. The right atrial lead was not used and was replaced. The patient was discharged post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the right atrial lead was repeatedly attempted to be implanted during procedure on (B)(6) 2019. Each time, ideal parameters were not observed. The right atrial lead was not used and was replaced.